Event description:
On december 14, 2023, it was reported to lifescan (lfs) that a patient¿s onetouch verio flex meter displayed inaccurate low readings. The complaint was classified based on the customer care agent (cca) documentation, since the reporter could not be reached by phone for additional information. The reporter from the hospital stated that on (B)(6) 2023, the patient obtained what they felt were inaccurate low readings with the subject meter during a hyperglycemic event. The actual results were not provided. As a result of the alleged issue, the reporter claimed the patient experienced symptoms of ¿rapid heartbeat and palpitations¿. It was not reported what treatment the patient received at the hospital. At the time of troubleshooting, the cca determined the unit of measure was set correctly on the subject meter. This complaint is being reported because the patient reportedly experienced a hyperglycemic event while using the product and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.